Event description:
The following has been reported: "cassette not recognized". A preliminary review of the logs identified could not be performed. The device was returned without log files able to be reviewed. Upon return, log files were able to be pulled and reviewed indicating a history of av sticky valve failures. The fva pins were found to have noticeable drag. A cleaning was performed and the drag was resolved. A subsequent infusion was performed successfully. New lip seals are required. It was also found the lever boot retaining plate was cracked. Reporting as a conservative measure for av sticky valve. No adverse effects were reported.